Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02) when restarting therapy after the patient returned from receiving an MRI. The system hours were noted at 979.6, the pump hours were 897.3, the inlet pressure was -0.8psi, and the flow rate was 0l/min. Per troubleshooting with mss, the nurse disconnected and reconnected the pads. The flow rate remained at 0l/min, and the inlet pressure was -0.7psi. The nurse stopped therapy, emptied and disconnected the pads, and placed the device in manual control. The flow rate was 1.8l/min, inlet pressure was -7psi, and the circulation pump was at 51%. When adding back the pads, the right chest pad was noted to bring the inlet pressure down to -2.8psi. The right thigh pad brought the inlet pressure to -0.3psi when added. The pads were swapped to continue therapy. Per follow up with the charge nurse, the patient completed therapy successfully with the second set of pads.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.2 device not properly connected to as resulting in low flow rate¿ with a potential root cause of '3.2.1 inadequate labeling of device for proper connection.-improper design of pad connector- pad not connected to fluid delivery line-pad connector not properly attached to fluid delivery line.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300- unknown arcticgel pad product is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02) when restarting therapy after the patient returned from receiving an MRI. The system hours were noted at 979.6, the pump hours were 897.3, the inlet pressure was -0.8psi, and the flow rate was 0l/min. Per troubleshooting with mss, the nurse disconnected and reconnected the pads. The flow rate remained at 0l/min, and the inlet pressure was -0.7psi. The nurse stopped therapy, emptied and disconnected the pads, and placed the device in manual control. The flow rate was 1.8l/min, inlet pressure was -7psi, and the circulation pump was at 51%. When adding back the pads, the right chest pad was noted to bring the inlet pressure down to -2.8psi. The right thigh pad brought the inlet pressure to -0.3psi when added. The pads were swapped to continue therapy. Per follow up with the charge nurse, the patient completed therapy successfully with the second set of pads.